Event description:
The service report shows that the oxygen (o2) sensor was cracked on an 840 ventilator. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the o2 sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).